Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that high, out of range, high voltage lead impedance was observed on the right ventricular channel. The patient was brought to the clinic and an issue with the set screw was also noted. Patient was asymptomatic. The rv lead was removed from the device cleaned well with a sterile technique and reinserted in the device as usual practice. A device replacement did not occur. The patient¿s condition remained stable throughout the process.